Event description:
Ruined teeth [tooth disorder]. Gum bleeding/teeth bleed [gingival bleeding] . Teeth bleed more than normal [condition aggravated]. Sores on the palate inside the mouth [stomatitis]. Ruined the inside of mouth [oral disorder]. Gums ache [gingival pain]. Palate ache [oral pain]. Head came out of mouth/(head hasn't been fitting on tightly lately) and it slips out of mouth - oral-b [device breakage]. Think this product is not original - oral-b [suspected counterfeit product]. Case narrative: female consumer via phone stated that the oral-b toothbrush head came out of the oral-b toothbrush in her mouth. She had sores in her mouth, her gums kept bleeding, and it ruined her teeth. No serious injury was reported. (B)(6) 2023 follow up via e-mail: the consumer reported that the oral-b cross action toothbrush head was not fitting tightly on her oral-b toothbrush and it slipped out of her mouth. It ruined the inside of her mouth, her teeth bleed more than normal, and both her gums and palate ached. No serious injury was reported.